Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high out-of-range shock impedance of greater than 125 ohms on the right ventricular (rv) lead. The lead was examined under fluoroscopy and no obvious lead damage was noted. A revision procedure was scheduled. During the procedure, the header connections were visually inspected and appeared to be secure. The physician suspected the high impedance may have been caused by tissue growth on the rv coil. The rv lead was surgically abandoned and replaced. The ICD was explanted and replaced. No additional adverse patient effects were reported.